Event description:
There was noise on the stored electrograms caused by a fracture in the sense pace lead. On 2/13/96, the leads were capped. There is no indication that the generator did not perform to spec.